Manufacturer narrative:
The reported event of dislodgement could not be evaluated as the device was not returned, and analysis could not be performed to assess the condition of the device. It is to be noted that all abbott products are tested to meet manufacturing and quality control requirements, prior to distribution. Some of the causes of device dislodgement reported in literature include but are not limited to the following: a) patient anatomical differences. B) rigorous patient activities causing leading to unintended device movement. C) type of device implanted, implantation site/location. D) device helix mechanism is not fully extended and fixed in the heart tissue. E) any significant trauma over the implanted system, because of traction, may cause micro- or macro-displacement.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During procedure, it was observed the lp had dislodged upon release. Retrieval was attempted, but the device migrated to the pulmonary artery. The device remained deactivated in the pulmonary artery with no plan to remove it. A transvenous system was installed. The patient was stable.